Manufacturer narrative:
The reported events of dislodgement during implant post tether mode, failure to capture, r-wave amp variation, and positioning failure could not be confirmed. Visual inspection showed that the helix length was stretched out of specification consistent with the procedure. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, including output/capture verification, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During the leadless pacemaker (lp) system implant procedure, at the initial fixation attempt of the lp, failure to capture was observed. At the second site, there was difficulty fixating the lp. After fixation, decreased pacing impedance, variable sensing and increased capture threshold were observed. The physician elected to release the lp. Following the release, the lp dislodged into the pulmonary artery. The lp was retrieved and explanted. The patient was in stable condition.